Event description:
It was reported that the patient presented during a follow up. It was noted that the ventricular lead impedance was found to be decreasing. Lead insulation damage was suspected. The lead was explanted and replaced on (B)(6) 2017. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.